Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer cribriform occluder was selected for an implant using a 9f amplatzer trevisio delivery system . During the procedure, device was not normal (concave disks and too much separation between the discs) during deployment. Apposition of the 2 discs to the septum primum was not complete. Device was removed from the patient prior to released from the delivery cable. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. Device was replaced with a new 25mm amplatzer cribriform occluder that completed the procedure. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined. Please note per the instructions for use, the recommended size delivery system for a 9-asd-mf-025 is 8fna.